Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported controller fault alarms event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and the battery tested out of specification. The bat tery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one battery were not returned for evaluation. Log file analysis revealed three (3) controller fault alarms were logged on 05-jul-2021 11:08:52 and on 06-jul-2021 at 14:47:19 and 15:26:27. The first controller fault alarm on 05-jul-2021 was logged due to a power out of range. The controller fault alarms logged on 06-jul-2021 due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. Review of the data log file revealed that, leading up to the controller fault alarms, (B)(4) had been used as either the primary power source or the secondary power source since 04-jul-2021 at 08:45:09. Within the analyzed period that the battery was being used, it was reporting a relative state of charge (rsoc) value of 100%. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. The first controller fault alarm was likely triggered due to (B)(4) connected to the controller when approaching 0% rsoc. The remaining controller fault alarms were likely triggered due to (B)(4) being reconnected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. CAPA (B)(4) is investigating this battery issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited a controller fault alarm. The controller remains in use. No patient complications have been reported as a result of this event.